Event description:
It was reported that the patient's "left side system broke" and the implanted neurostimulator was removed. The patient did not know what happened exactly, but mentioned that the lead may have fractured. The health care provider left the leads in the body and new ones were placed on (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28 lot# v487231 implanted: (B)(6) 2010 explanted: na; programmer model 3037 serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient's physician that reported during the replacement surgery, the implantable neurostimulator (ins) was found to have rotated, so that it was upside down. Impedances were measured and found to be higher than normal and the ins was "not functioning properly." When the ins was explanted, the physician attempted to also remove the lead, but it would not remove easily, so it was capped and left in place. There was excellent hemostasis at the end of the surgery and the patient tolerated the procedure well. If additional information is received, a follow up report will be sent.